Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia, nausea and was unstable. High thresholds, no capture, and a spike in impedance were noted on the right ventricular (rv) lead. The lead was reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.